Manufacturer narrative:
UDI related data quality updates only: this report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because information was reported via #mw5146473. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that this lead exhibited low impedance and oversensing of noisy signals. Due to the limited information received, further follow-up to obtain related details was not possible.

Event description:
It was reported that this lead exhibited low impedance and oversensing of noisy signals. Due to the limited information received, further follow-up to obtain related details was not possible.